Event description:
The initial attorney report alleged pain, permanent injuries and defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2002: patient underwent repair of an incisional ventral hernia with a composix e/x mesh. On (B)(6) 2002: office visit, drain in place. No drainage/erythema/induration. On (B)(6) 2002: office visit, wound infection. Small amount of exposed mesh. On (B)(6) 2002: office visit, erythema/induration resolved. Small amount of exposed mesh. On (B)(6) 2003: wound clean, doing well/smaller. On (B)(6) 2003: open wound umbilicus. Tissue appears healthy, mesh not exposed. On (B)(6) 2007: abdominal pain and chronic wound. On (B)(6) 2007: patient underwent removal of infected composix e/x mesh, lysis of adhesions, and small bowel resection. On (B)(6) 2007: office visit. Patient doing well/normal. On (B)(6) 2007: patient doing well, has two small open areas.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The patient was also treated for adhesions which are a known adverse event listed in the IFU. A manufacturing review that included a review of sterility records was performed and no evidence of a manufacturing related cause for the reported event was found. Additionally, no sample was returned for evaluation. Based on the review of the information currently available, no connection could be made between the adverse patient outcome and the davol product in question.